Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device had a burning/smokey smell when in use. There is no report of smoke, flames, melting or warping of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device had a burning/smokey smell when in use. There is no report of smoke, flames, melting or warping of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dreamstation 2 advanced auto CPAP was returned to the manufacturer service center for evaluation. No errors were found; therefore, no components were replaced to correct a malfunction. Components were only replaced as part of maintenance of the device. After further review it was determined the allegation of burning/smokey smell when the device is in use is not reportable. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.